Event description:
Upon receipt of the product and qe evaluation, a breach in the transformer housing was found which is a safety risk.

Manufacturer narrative:
Product was received and evaluated by qe and confirmed a breach in the transformer housing. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was not able to be measured due to the prongs being loose. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.3 ohms, which is normal and indicates that the thermal fuse did not blow.